Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 and (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, fluid in hip, elevated metal ions, dysfunction, loss of range of motion, loosening of implant, and metallosis. A review of invoice history indicates the initial hip arthroplasty was (B)(6) 2007. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-03152 /-03153 /-06392).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, fluid in hip, elevated metal ions, dysfunction, loss of range of motion, loosening of implant, and metallosis. A review of invoice history indicates the initial hip arthroplasty was (B)(6) 2007. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain, a loose acetabular cup and osteolysis. Operative report noted the presence of murky synovial fluid, metallosis, necrotic fascia and musculature, metal wear, alval, detached abductors, nonviable tissue, a loose acetabular cup, bone loss, a media wall defect, a calcar fracture during removal of the stem, a fractured superior pubis ramus, and a fractured greater trochanter. All components were removed and spacer molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03152 / 03153).